Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: unknown batch#: unknown it was reported by customer that could you guys, please take a look to the picture attached. I have couple of my customers complaining about the syringe been bent on that area, have you guys heard anything from anybody else about getting the syringe that way, could you provide any feed back of how you think that might has happened. We try to put some force to bent the syringe but we were not able to, we crack the syringe but did not bent. Verbatim: rcc received a complaint via email. Email(s) attached. Could you guys, please take a look to the picture attached. I have couple of my customers complaining about the syringe been bent on that area, have you guys heard anything from anybody else about getting the syringe that way, could you provide any feed back of how you think that might has happened. We try to put some force to bent the syringe but we were not able to, we crack the syringe but did not bent. Please advise.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that there was no issue with the device. This was reported in error and this MDR will be void.